Event description:
Father of pt stated that repeated no food alarms were experienced. The pt was admitted to the hospital due to dehydration.

Manufacturer narrative:
The distributor is currently in the process of retrieving samples to be sent it to moog to aid in the investigation. Upon receipt of the product and investigation closure a follow up report will be submitted. This MDR is for the disposable feeding set(s). MDR's 1722139-2010-00075 and 1722139-2010-00077 are reports for the pumps that were used in conjunction with the disposable set(s) captured in this report.